Manufacturer narrative:
Correction: MFR report # 0002249697-2023-00859 was identified as the part of event reported in MFR report # 0002249697-2023-00783. Therefore, this MDR will be cancelled and final report will be submitted in MFR report # 0002249697-2023-00783.

Event description:
Left distal femur 1st stage revision surgery above knee cast due to aseptic loosening of the femur stem. Wide femur medullary canal more that 17mm- need custom made stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned to the manufacturer.

Event description:
Left distal femur 1st stage revision surgery above knee cast due to aseptic loosening of the femur stem. Wide femur medullary canal more that 17mm- need custom made stem.